Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, intra-operatively to a robotic laparoscopic gynecological procedure as part of a clinical study after the monopolar curved shears (mcs) were reattached, the mcs became stuck in the drapes. The bedside assistant had to walk around the patient to detach and re-attach the instrument, which is what led to the mcs being caught. After coaching and trouble-shooting with the start-up specialist (sus), the drape was removed and the instrument was able to be properly attached. There was a delay of approximately 5 minutes. There was no patient injury.